Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to enter a carbohydrate value when attempting to deliver a bolus. There was no reported impact to customer's blood glucose (bg) level. Although requested, the customer declined to provide additional information.